Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has bilateral summit/pinnacle metal-on-metal hips. Surgeon replaced the metal liner and head ball in right hip as a proactive measure against metal wear. Patient continues to be asymptomatic with bilateral hip replacements. The metal liner and head ball were replaced in the right hip with an altrx poly liner and ts ceramic head. The summit stem, pinnacle cup and apex hole eliminator remained in patient. Catalog/lot numbers on implants remaining in patient were not available. Doi: 9 years ago; dor: (B)(6) 2019; right hip.